Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their right ventricular (rv) lead started to protrude out of their skin and had dislodged. The rv lead was removed and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.